Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product was consisted of a renegade hi-flo micro-catheter with a fathom guidewire stuck in the device. Microscopic inspection of the hub, shaft and tip were performed and revealed that the device was buckled from the hub distally to 5cm, broken at 15cm from the hub and at 80cm from the hub but was not completely separated as the inner liner was still intact. Also, device was soaked in a 37c bath for a period of 48hrs and the guidewire was removed from the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-mar-2018. It was reported that resistance was felt upon advancing, wire was unable to move and the catheter was kinked. A 180cmx 150cm renegade¿ hi-flo¿ fathom¿ system was used in performing a gastrointestinal bleed embolization. During procedure, device was navigated towards the target lesion but resistance was felt and the wire was unable to be moved. The device was then removed from the patient's body. Upon checking outside patient's body, the wire was still unable to move and a kink was noted on the catheter. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed that the device was broken at 15cm from the hub and at 80cm from the hub.